Manufacturer narrative:
B3: the event occurred on an unspecified date in dec 2025. D1: the reported product is an unknown vantive cyler. The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient treated with an unknown vantive cycler experienced loss of consciousness and other unspecified symptoms. According to the reporter, the events were due to the patient missing pd therapy "since the month of december." It was further reported that the machine generated "constant alarms" that could not be resolved. The reporter stated that the equipment was replaced "on a couple occasions" and "the equipment never functioned". The patient visited a medical unit where a change in therapy was refused. The patient¿s family then decided to perform manual exchanges. At the time of this report, the patient outcome was not reported. No additional information is available.